Event description:
A pancreatic stent was placed on december 22,1997. The stent was removed using a snare on february 5, 1998. Upon removal, the stent severed and a portion remained inside of the pt. Another MFR's snare was used to immediately retrieve the stent from the pt. No further complications occurred.